Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves, causing episodes of non-sustained right ventricular oversensing. The patient presented to clinic, where the clinician reprogrammed the device. However, there were still several transmissions a day of post-paced t-wave oversensing after the programming changes were made. Further reprogramming was discussed but did not yet occur. The patient was in stable condition.